Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 6.6; lab: 4.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio meter = 6.6 inr; reference = 4.0 inr; mean = 5.30. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Data analysis of mean calculation from comparison test data provided by end-user revealed accuracy criteria was not met in two out of three comparisons. No product is expected to be returned. Pt's on medication for hypothyroidism and it may affect inratio inr test result. Accuracy test done on case (B) (6) indicated product deficiency was not established in retain strip from lot #221727. There is no sufficient info to determine the root cause. As of 02/26/2010, 16 discrepant results complaint was reported for lot #221727 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action is required at this time.